Manufacturer narrative:
E1: patient city (B)(6). Patient country - (B)(6).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set packages were wet event on (B)(6) 2024. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004125, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26/nov/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6004125". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6004125 was manufactured according to the work instruction (wi) version 27 and manufactured in the line I-port on 15/nov/2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. An extended inspection was created due to lifted protector, extended inspection was found within specification test results: no photo was provided. To proceed with product testing, samples from the affected lot were requested. However, the customer has confirmed that no samples are available for investigation. Conclusion summary of complaint investigation: as a result of the following: no physical samples or photographic evidence have been submitted for analysis, no non-conformance (nc) raised during production related to complaint malfunction code, no trend identified for the lot in question and final reporting decision, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.